Event description:
During a conversation with a sales rep, a physician mentioned that he preferred not to use this type of lens due to glistenings. He felt that pts with glistenings were not where they should be with their vision. Numerous attempts were made by phone and mail to obtain specific lens and pt info without success.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for eval. Prod history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation.